Event description:
The reporter claimed that the subject pump and battery were hot when she removed the battery. During troubleshooting, the animas representative noted the battery cap was secured. There was no product misuse or damaged to any other area of the subject pump. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the complaint of the pump and batter being hot to the touch. Battery compartment and cap are intact with no physical damage or evidence of moisture ingress observed. The pump is not hot to the touch or warm during testing.additionally, the pump was opened and evaluated; observed moisture damage/corrosion.